Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient contacted dexcom technical support on (B)(6) 2013, to report that upon sensor failure, following an off-label sensor wear of 2.5 weeks, patient removed his sensor. Upon sensor removal patient was under the impression that his sensor was shorter than expected and worries that a sensor fragment had remained in his body, at the insertion site. Patient claims that sensor site, after sensor removal, was feeling tingly. Patient sought medical intervention but reports that surgeon was unable to find alleged sensor fragment. Patient has sent his cgm data for dexcom to investigate cgm values around the time of the hypoglycemic event. At the time of his call to dexcom technical report, patient was feeling well.